Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r thr on (B)(6) 2015. Revised on (B)(6) 2022 as cup moved. Surgeon had seen patient post op and follow ups with good results, surgeon believes the movement took place recently. Head revised with a biolox delta, the cup was revised with another manufacturer's component. (B)(4).